Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switched on esc button and act button (creased). Unable to test for a64 alarm, no delivery alarm and low reservoir alarm due to no button response. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a black circle on the display. Review of the insulin pump's alarm history showed that the device had multiple error alarms, a no delivery alarm, and a button error alarm. Blood glucose level at the time of the incident was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.